Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. H6: component codes: mechanical (g04) head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 00434903002, +2mm lateral offset 30mm post length base plate; lot#: 62860228. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient under an initial shoulder arthroplasty on approximately five (5) years ago. The patient underwent an initial revision surgery due to disassociation of the glenosphere approximately four (4) months ago. Subsequently, the patient was revised a second time on an unknown date due the disassociation of the glenosphere and the baseplate.